Manufacturer narrative:
Critical pump error (open book image) alarmed during testing due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump error 23 unknown. Pump error 68 unknown. Keypad unresponsive/button error alarm unknown.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm also display was frozen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were unable to clear the alarm. Customer also stated that insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own also the scroll bar was not moving with no input. Customer states using the down arrow does not allow them to navigate screens. Customer states all buttons are not responding. The insulin pump will be returned for analysis.